Manufacturer narrative:
A production device history record (DHR) review is not required as this complaint is for an out-of-box part failure. It was reported by a getinge service representative that the iabp was not necessary to be evaluated as it was not involved with the product complaint. The issue was the helium tank which was resolved by providing another helium tank to the customer. (B)(6).

Event description:
It was reported that post use on a patient, a staff member changed the helium cylinder of an unknown intra-aortic balloon pump (iabp), and the new cylinder that was removed from the original packaging was only half full. Another cylinder was used. This is an out-of-box (oob) failure. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that post use on a patient, a staff member changed the helium cylinder of the cs300 intra-aortic balloon pump (iabp), and the new cylinder that was removed from the original packaging was only half full. Another cylinder was used. This is an out-of-box (oob) failure. There was no patient involvement, and no adverse event was reported.